Event description:
While removing the catheter after delivering the stent to the sfa, the marker bands on the catheter dislodged and traveled into the pt's sfa and tp trunk. The physician inserted two balloons and successfully retrieved both the marker bands. It was also reported that the stent elongated when it was placed. The vessel was patent following stent placement and there was no effect on the pt. The target vessel was reported to be moderately calcified.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and their were no noted anomalies during manufacturing. Complaint files were reviewed and there have been 4 previous similar events reported. Another device that was involved in a previous similar event using the same accessories was returned and analyzed. In that case, the stent delivery catheter and the introducer sheath (another manufacturers) were returned. The supera stent delivery catheter's dimensions were measured and found to be within its specifications. The introducer sheath was measured and found to be below its labeled nominal dimension. It is unknown what the minimum and maximum dimensions are for the introducer sheath. Analysis concluded that when the supera catheter is placed into the introducer sheath, it wasn't able to move freely. This resulted in the sheath catching the marker bands causing them to move on the catheter. The MFR of the introducer sheath has been informed of these events.